Event description:
It was reported there was a post-operative battery replacement infection of the deep brain stimulator (dbs) extension and the implantable neurostimulator (ins). The patient had an infection at the pocket and lead/extension connection and it was unknown if a culture was taken. Antibiotic treatment was necessary and the patient status at the time of report was alive with no injury. It was further reported the patient¿s infection was six months prior to report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial# (B)(4), product type: extension. Product ID: 7482a40, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v010026, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. (B)(4).